Manufacturer narrative:
The unit alarmed button error followed by an intermittent button response due to a corroded keypad. There were no traces of moisture found at the electronic or motor assemblies per visual inspection. The unit had a cracked case at the display window corners, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 168 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.